Manufacturer narrative:
The device was returned and the evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign material exiting from air/water nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material remained adhered to / clogged in/on the air/water cylinder, air/water channel, auxiliary water channel, and bending section cover due to imperfection of proper reprocessing caused by leakage from biopsy channel. However, the definitive root cause was unable to be determined. The event can be prevented by following the instructions for use (IFU): IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states prevention measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.